Event description:
It was reported the patient was experiencing symptoms of overdose (drowsiness, sedation, and hypotension). The patient had a catheter access port procedure in the radiology department. Following the study, the patient was inadvertently administered 3 ml of medication; estimated to be 1500 mcg. The hcp did not realize the needle was a catheter access port (cap) needle and advanced 3 cc of drug before realizing what had happened based on the patient stating "they felt funny." They immediately drew several cc's back (of drug/csf) and then treated the patient with 4 mg of physostigmine following the guidelines for overdose. The pump contained lioresal 500 mcg/ml, daily dose of 150 mcg. The patient was provided a rebreather mask. The patient was transferred to the ICU and was to be monitored. Additional information has been requested, but was not available on the date of this report.